Event description:
It was reported that the patient¿s first system was replaced because the healthcare provider (hcp) determined that it was ¿bad.¿ it was stated that the patient thought the ¿wire got loose or it was too high.¿

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v008492, implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).